Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. Does the surgeon believe that ethicon products (prolene suture, vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: j glaucoma 2020;29:e7¿e10, doi: 10.1097/ijg.0000000000001417. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: "title: eyewatch rescue of refractory hypotony after baerveldt drainage device implantation: description of a new technique" author: sina elahi md, giorgio e. Bravetti md, kevin gillmann, mbbs, febophth, march, adan villamarin phd, léopold meeus md, nikos stergiopoulos phd, kaweh mansouri md and andré mermoud, md. Citation: j glaucoma 2020;29:e7¿e10. Doi: 10.1097/ijg.0000000000001417. This study involves an (B)(6) white male suffering from longstanding pseudoexfoliative glaucoma. The subluxed iol was replaced with an iris claw lens and a bgi was implanted into the ac, with a prolene 4-0 suture (ethicon) within its lumen. Eyewatch adjunction was performed and was positioned within the sclerectomy bed and secured in place using 2 single prolene 9-0 sutures (ethicon). The tenon¿s capsule and conjunctiva were then closed over the drainage system using vicryl 8-0 resorbable sutures (ethicon). At 1 week after bgi was implanted, the patient presented with a shallow anterior chamber (ac) with iol-endothelial contact (n=1), iop of 5 mmhg and extensive 180 degrees choroidal detachment (n=1). Antiglaucoma medications were stopped and sodium hyaluronate (provisc) was injected into the ac to reduce overfiltration. Then, a 360-degree kissing choroidal detachment(n=1) was noticed. Choroidal drainage was performed, and topical scopolamine was introduced, leading to a good initial improvement with iop. Second sodium hyaluronate injection was performed, but iop dropped to 2 mmhg again. After 3 months of refractory hypotony (n=1), a decision was made to attempt an eyewatch-rescue to the baerveldt tube. On day 1 after surgery, some cells were noted within the ac (ac inflammation) (n=1). Topical antiglaucoma treatment was resumed temporarily and the eyewatch was opened to 5/6 using the eyewatch pen. At day 4, iop was down to 3 mmhg, antiglaucoma treatment was stopped, and the eyewatch was closed to 6/6 again. At 6-month follow-up, presence of mild stromal edema (n=1) was reported. This demonstrates that the eyewatch may offer an answer not only to the immediate postoperative hypotonic phase of the gdd surgery but also to the later cystic bleb hypertonic phase..